Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for the needle protruding through the shield with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to the needle protruding through the shield was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that before use of the bd sentry¿ safety lancet the needle part of the lancet was not stored in the original place and was sticking out. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the blade wasn't stored properly. It came out.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd sentry¿ safety lancet the needle part of the lancet was not stored in the original place and was sticking out. Foreign complaint the following information was provided by the initial reporter: the blade wasn't stored properly. It came out.